Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
An health care professional reported that during the device service, ophthalmic system exhibited poor vacuum and poor infusion. Patient and procedure details were not reported.